Event description:
It was reported on external medwatch number 1019280 that the one tlc55 was used during an exploratory laparoscopy procedure. It was reported that the pt underwent the procedure and was noted to have perforation and abscess requiring resection of sigmoid. The tlc functioned twice with the initial use but jammed after reload. Multiple attempts at reposition failed to produce normal stapling and cutting. A new tlc had to be opened and used. The pt had a prolonged surgery.